Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels resulting in the customer losing consciousness; bg values were not provided. Low bg cause was not known and the customer consumed pepsi to address bg. Additionally, a physician provided assistance by directing the customer to ice and to consume an advil to address bg. Reportedly, the back of the customer's left leg was "hurting and inflamed." Recommendation was made to consult with a healthcare provider to discuss diabetes management.